Event description:
It was reported that during implant procedure, stylet was not able to advance in patient's right ventricular (rv) lead. It was suspected that blood in lumen was restricting insertion. The lead was not implanted and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of ¿possible blood in the lumen¿ was not confirmed while the reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil inside the connector region was overtorqued. The cause of the reported was due to the overtorqued inner coil inside the connector region consistent with procedural damage.